Event description:
It was reported that mapping values for a leadless pacemaker were unsatisfactory. A thrombus was found attached to the device when it was removed from the patient. The doctor attempted to remove the thrombus from the device but ultimately ended up replacing since it could not be fully removed. Patient had no other issues during the event.